Manufacturer narrative:
H3: product analysis found visually, the device was returned in a large plastic pouch. There was no damage (external) noted in the construction of the device. There were light traces of contamination found on the diamond tip. There were also striations found at the distal end of the curved bur. Functionally, with a light pull, the tool/inner shaft was disconnected from the curved bur, it was broken. The broken tool/shaft measured 5.682 inches from the diamond tip to the broken point. The further functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the trans-nasal surgery, the bur was broken inside itself. The inner shaft that supports the bur can be disconnected from the external tube when pulled. There was no patient involved.